Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of vertigo, tremor, hair loss, nausea, back disorder, joint pain, foggy feeling in head, insomnia, sexual dysfunction, total knee replacement, bloating, weight gain, migraine, vitamin deficiency, rheumatoid arthritis and anemic. On (B)(6) 2004, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced abdominal distension ("bloating"), anaemia ("anemeic"), rheumatoid arthritis ("rheumatoid arthritis"), hypovitaminosis ("vitamin deficiencies"), migraine ("migraines"), sexual dysfunction ("sexual dysfunction"), insomnia ("insomia"), feeling abnormal ("brain fog"), arthropathy ("joint problems"), back disorder ("back problems"), nausea ("nausea"), alopecia ("hair loss"), tremor ("trmors") and vertigo ("vertigo"), was found to have weight increased ("weight gain") and underwent medical device removal (seriousness criteria medically important and intervention required) and knee arthroplasty ("right total knee replacement"). The patient was treated with surgery (hysteroctomy and knee replacement 2011.). At the time of the report, the outcomes for medical device removal, abdominal distension, anaemia, rheumatoid arthritis, hypovitaminosis, migraine, weight increased, knee arthroplasty, sexual dysfunction, insomnia, arthropathy, back disorder, nausea, alopecia, tremor and vertigo were unknown. The reporter considered abdominal distension, alopecia, anaemia, arthropathy, back disorder, feeling abnormal, hypovitaminosis, insomnia, knee arthroplasty, medical device removal, migraine, nausea, rheumatoid arthritis, sexual dysfunction, tremor, vertigo and weight increased to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted for female sterilization. Additional non-serious events are detailed below. The patient had a medical history of vertigo, tremor, hair loss, nausea, back disorder, joint pain, foggy feeling in head, insomnia, sexual dysfunction, total knee replacement, bloating, weight gain, migraine, vitamin deficiency, rheumatoid arthritis and anemic. On (B)(6) 2004, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2022. An unknown time later she experienced abdominal distension ("bloating"), anaemia ("anemeic"), rheumatoid arthritis ("rheumatoid arthritis"), hypovitaminosis ("vitamin deficiencies"), migraine ("migraines"), sexual dysfunction ("sexual dysfunction"), insomnia ("insomia"), feeling abnormal ("brain fog"), arthropathy ("joint problems"), back disorder ("back problems"), nausea ("nausea"), alopecia ("hair loss"), tremor ("trmors") and vertigo ("vertigo"), was found to have weight increased ("weight gain") and underwent medical device removal (seriousness criteria medically important and intervention required) and knee arthroplasty ("right total knee replacement"). The patient was treated with surgery (hysteroctomy and knee replacement 2011.). At the time of the report, the outcomes for medical device removal, abdominal distension, anaemia, rheumatoid arthritis, hypovitaminosis, migraine, weight increased, knee arthroplasty, sexual dysfunction, insomnia, arthropathy, back disorder, nausea, alopecia, tremor and vertigo were unknown. The reporter considered abdominal distension, alopecia, anaemia, arthropathy, back disorder, feeling abnormal, hypovitaminosis, insomnia, knee arthroplasty, medical device removal, migraine, nausea, rheumatoid arthritis, sexual dysfunction, tremor, vertigo and weight increased to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.